Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair 4 panalok loop rc anchors failed. On 3 of the fixation devices, the sutures broke while the surgeon was snugging up the sutures. The 4th anchor was not able to be fixated in the bone hole. The procedure was extended by 1hr and 20 minutes. Complaint devices discarded at user facility. Questions are out for further detail. Also see associated mdrs 1221934-2010-00398, 1221934-2010-00399 and 1221934-2010-00400.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.